Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.

Event description:
A report was received that the patient had white discharge at the pocket site. The patient's symptom included tenderness at the pocket site. The physician does not believe the patient has an infection, however the patient was given oral antibiotics as a precaution.